Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - stem. Photos were provided of the explained product. The photos are not clear and have bio debris. No observations were gathered from the pictures. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03768. Medical products: item#: 00840004410, humeral component plasma sprayed size 4 100 mm length for cemented use only; lot#: unknown. Foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty on an unknown date. Subsequently, the patient was revised three (3) weeks ago due to the implant loosening. The surgeon believes that the loosening was caused by the patient's rheumatoid arthritis and suboptimal positioning of the ulnar implant.